Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a broken pole clamp; this condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. This device is a remediated colleague pump with a user interface module software version of 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of broken pole clamp was not confirmed or reproduced during product evaluation. The root cause was not identified. No repairs have been performed due to the customer's refusal of estimate, no further correction was made concerning this event and the pump was returned unrepaired. The device has not been previously sent into service for the reported condition of "c.093 pole clamp assembly (broken pole clamp)." However, the pole clamp was replaced during previous service. A device history record review was performed, and the pump failed accuracy which was retested 5 times and found not repeatable. Should additional information become available, a follow-up medwatch will be submitted.